Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign matter coming out of the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material cannot be identified. Deviation of the reprocessing method may have caused the foreign material to remain. The foreign material residue point was confirmed to be free from deformation. A definitive root cause cannot be determined. The event can be detected and prevented by following the instructions for use: gif-xz1200, operation manual, chapter 3 ¿preparation and inspection¿. Gif-xz1200, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿. Olympus will continue to monitor field performance for this device.